Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following results:a review of the pump¿s history showed that information from the reported event date was overwritten in the pump¿s history. The available history showed multiple reboots on 02/06/2013 and the battery voltage was above alarm/warning thresholds. During testing, the battery cap was found to be undamaged and was able to fully tighten on to the pump. The pump powered on normally; and the cap was unscrewed by half a turn with no power loss. The pump¿s current draws were found to be within specifications. The pump was primed and exercised successfully for 24 hours with no power loss of blank screen. The pump was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump went blank and stopped working. This report is made based on the allegation of the pump power issue which was not resolved with troubleshooting.